Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a code 1004 after the delivery of appropriate defibrillation therapy. A boston scientific technical services consultant documented and discussed the clinical observation with the caller. The consultant recommended emergent replacement of the system. No adverse patient effects were reported.

Manufacturer narrative:
This product was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This system was subsequently removed from service and replaced. No additional adverse patient effects were reported.